Event description:
A review of service data detected a reportable event. During routine servicing, battery charger sn (B)(4) was unable to charge a battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation summary of battery charger sn (B)(4) has been completed. Upon evaluation the battery charger was unable to charge a battery pack. The cause for the failure was isolated to a contaminated charger pca. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger. The last patient to use this battery charger did not report any deficiencies.